Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was not returned with the original guidewire inserted. Functional testing was performed, and a wire was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product.

Event description:
It was reported that during a procedure a farawave catheter was selected for use. However, during treatment of the right pulmonary vein, resistance was felt when advancing and retracting the guidewire within the farawave catheter. The catheter and guidewire were removed from the body for inspection, and similar resistance was noted. The catheter was then replaced, and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Event description:
It was reported that during a procedure a farawave catheter was selected for use. However, during treatment of the right pulmonary vein, resistance was felt when advancing and retracting the guidewire within the farawave catheter. The catheter and guidewire were removed from the body for inspection, and similar resistance was noted. The catheter was then replaced, and the procedure was completed without patient complications. The device has been received for analysis.